Manufacturer narrative:
Results - a cartridge lot number search was performed and two similar complaints were found. An injector lot number search was performed and sixteen similar complaints were found.

Event description:
The reporter stated the surgeon was inserting a competitor's lens and the trailing haptic tore. The lens was removed and another lens was inserted with no patient injury and no incision enlargement. Sutures were not required to close the incision.